Event description:
Customer reported unspecified failure codes on this colleague infusion pump in reference to the urgent product recall letter dated 2005. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available. The hospital rep. Stated they have no record of any pt incident involving the pump since the last baxter service event. No additional information is available.